Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 42502006402, lot number: 62763632, brand name: persona cr narrow femoral; catalog number:42532006702, lot number:63125357, brand name: persona stemmed tibia; catalog number:42522000412, lot number:62342598, brand name: persona articular surface. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2018 -06673, 0001822565 -2018 -06674, 0001822565 -2018 -06675. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported that the patient is suffering from pain, stiffness and limited activity in daily life approximately 2 years post initial surgery. The surgeon stated this was not related to the device. No revision occurred, implant remains in patient. Attempt for further information has been made, but no further information has been provided.